Manufacturer narrative:
Per the tandem user guide: "the dexcom g6 cgm only allows pairing with one medical device at a time (either the t:slim x2 pump or the dexcom receiver), but you can still use the dexcom mobile app and your t:slim x2 pump simultaneously using the same transmitter ID." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an invalid transmitter ID alert. Despite multiple attempts, a sensor session was unable to be started. Reportedly, the customer was also connected to the dexcom receiver at the time of the alert. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.